Manufacturer narrative:
(B)(4). Additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo of each patient reaction available (reference pc#)? Date of procedure? Date of reaction? It was noted that treatment provided was ¿antibiotics and cortisone was used¿. Were either or both ¿prescription strength¿? Was any other medical or surgical intervention performed to treat the reaction (re-operation; re-closure; prescription steroids; prescription antibiotics; other medication prescribed)? Please describe how the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond skin adhesive used on the patient in a previous surgery or wound closure? What is the current status of the patient? Note: events reported on mw# 2210968-2021-05778, mw# 2210968-2021-05779 and mw# 2210968-2021-05780. No product to be returned.

Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date and topical skin adhesive was used. Around two days post op, patient had tiny little blistering around the boarder of the adhesive . The adhesive was removed with petroleum jelly and antibiotics and cortisone was used. All available information was provided at the time of call. Additional information has been requested.